Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 29 mg/dl. The customer was hospitalized for their low blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they may have injected too much insulin to their body. The customer stated that they did not disconnect from the insulin pump when the changed the infusion set for the first time. The customer mentioned that they have not had any issues with their insulin pump since then. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.